Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy to reduce the risk of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient dropped the transfer set during peritoneal dialysis therapy on the homechoice device. The patient was not connected to the device at the time of the event. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.